Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received "internal device has lost all data". Caller wasn't sure when patient first saw this but indicated recently (within a week to a couple of weeks) as everything had been working well for the patient until they received this message. Caller stated patient had valve replacement last september but didn't report any other medical procedures. Caller stated patient was in-office last week and they interrogated ins with clinician app and received the same message and described seeing the power on reset (por) screen with patient's serial number, a "low battery" message but then being able to enter normal programming session to see ins was off. However, if caller attempted to increase stimulation or run therapy impedance, they were unable to and another "internal device has lost all data" message appeared again. Caller didn't see any custom programs listed for the patient but wasn't able to do much else in the session before it went into por again. The caller was not with the patient. Technical services reviewed that ins was likely near eos as it kept going into por and will need to be replaced. Technical services and caller discussed that the ins was less than 2 years old so it was possible that patient had high settings but there may be a short circuit or impedance issue causing quick depletion of the ins. Technical services suggested returning explanted ins for analysis and also doing intra-op lead impedance testing to see if there were  any issues with the lead. If so, likely the lead would need to be replaced as well.

Event description:
Additional information was received from a healthcare professional (hcp). When asked for the cause of the 'internal data lost' message and the cause of the inability to increase stimulation the hcp stated that the cause was not determined and that it was not normal battery depletion. They stated that the steps taken to resolve the issue involved a new battery being inserted on (B)(6) 2023. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the "internal data lost" message was unknown. The issue was not yet resolved as hcp stated they needed guidance from manufacturer. The cause of the quick depletion of ins was determined to be normal battery depletion. The steps taken to resolve the issue will be new battery placed. The issue had not yet been resolved. The cause of the inability to increase stimulation or run therapy impedance was undetermined. The hcp stated they need guidance from manufacturer. The issue was not yet resolved. Device removal or replacement was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.